Manufacturer narrative:
Expiratory valve was replaced.

Event description:
Hamilton medical ag received the following event description from the partner: "expiratory valve pin stuck out. Cleaning didn't help."

Event description:
Hamilton medical ag received the following event description from the partner: "expiratory valve pin stuck out. Cleaning didn't help. ".

Manufacturer narrative:
Expiratory valve was replaced. Additional information added in follow-up #1 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a defective plunger of the expiratory valve. After replacing the expiratory valve, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the plunger of expiratory valve could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.